Manufacturer narrative:
Product complaint # (B)(4). H 6. Investigation findings: c22 - photo evaluation. Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify -during use on the patient h3 investigation summary of actual samples: the product was returned to ethicon for evaluation. One used suture and one needle were received for analysis. Product code vcp493h. In order to evaluate the conditions of the detached needle, the swage area and hole were noted with a mark by a surgical instrument. The hole was examined under magnification and a remnant of suture was observed. In addition, the suture was inspected, and the end was noted to be cut probably caused by a surgical instrument. In addition, a photo was provided showing a detached needle and one used suture inside the plastic bag. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigation summary for testing of device from same lot/batch returned from user: the product was returned to ethicon for evaluation. Four unopened samples were received for analysis. The product code is vcp493h. Upon visual inspection of the returned samples, the swage and attachment area were noted to be as expected. The sutures was dispensed without any problems. The suture was noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the suture, the four samples were submitted to flex test and did not meet the requirements due to improper tipping, as the suture was breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.